Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82276886 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 3 x 4 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter ruptured at nominal pressure. An unknown balloon catheter was used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during a vascular access interventional therapy (vaivt) procedure. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 3 x 4 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter ruptured at nominal pressure. An unknown balloon catheter was used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during a vascular access interventional therapy (vaivt) procedure. Additional information was requested but was not provided. The device was not returned as expected. A product history record (phr) review of lot 82276886 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. Vessel characteristics, although unknown, and procedural factors likely contributed to the reported event, as damage to balloon material may have occurred during crossing or upon inflation. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a 3 x 4 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter ruptured at nominal pressure. An unknown balloon catheter was used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during a vascular access interventional therapy (vaivt) procedure. Additional information was requested but was not provided. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Complaint conclusion: this is an updated complaint conclusion due to product return. As reported, the balloon of a 3 x 4 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter ruptured at nominal pressure. An unknown balloon catheter was used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during a vascular access interventional therapy (vaivt) procedure. Additional information was requested but was not provided. The device was returned for analysis. A non-sterile ¿slalom thrill 3x4 40cm 3.7f¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing that the balloon presented a complete burst during the unaided eye visual inspection. The balloon was received deflated. Functional testing could not be performed due to the balloon conditions. A high magnification analysis was executed to evaluate the surface of the balloon received. During the analysis, a puncture was located where the leakage was observed. Additionally, scratches and puncture marks were observed near the rupture, the scratch marks observed could be related to exposure of the balloon surface during the interaction of the material with a sharp object or mechanical damage. A product history record (phr) review of lot: 82276886 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ was confirmed as the balloon was noted to have a rupture with scratch marks/punctures leading up to the ruptured area during functional analysis. However, the exact cause cannot be determined. It appears the balloon material was damaged due to calcified spicules located on the lesion or by an external mechanical force. Therefore, based on the available information it is likely vessel characteristics and/or procedural factors, although unknown, contributed to the event reported based on the analysis findings. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a 3 x 4 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter ruptured at nominal pressure. An unknown balloon catheter was used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during a vascular access interventional therapy (vaivt) procedure. Additional information was requested but was not provided. The device was returned.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.